Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s wake/sleep button became unresponsive and the device would not charge, leading the user to discontinue pump use and transition to backup therapy. Symptoms included hyperglycemia with readings up to approximately 400 mg/dl, occurring off and on for hours, without associated physical symptoms and without need for assistance or medical intervention. Outcomes included recovery of glucose control using alternative therapy, without alerts or alarms reported from the device. Investigation included customer support troubleshooting and education, collection of device information, and arrangement for replacement and device return. Investigation of this case revealed a device malfunction related to the wake/sleep button and power/charging function affecting the pump¿s control interface and power subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.